Event description:
It was reported that patient never had therapeutic effect. Action required as a result of the event was an explant. No diagnostic testing or troubleshooting was performed. Health care professional (hcp) wanted to obtain a MRI to evaluate current condition of spinal anatomy. Patient had less than 50% therapy relief in original pain areas. Implantable neurostimulator (ins), leads, and extension were explanted. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: extension: product ID 3888-56, lot# v247274, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3888-45, lot# v240421, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Final device analysis for ins (B)(4) revealed no significant anomaly. The battery had reduced capacity due to overdischarge. Final device analysis for extension (B)(4) revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for lead (B)(4) revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for lead (B)(4) revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for lead (B)(4) revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for the anchor revealed no significant anomaly. The silicone was cut. Final device analysis for the anchor revealed no significant anomaly. It was separated. Final device analysis for the anchor revealed no significant anomaly. It was separated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.